Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level read as "high," necessitating a correction injection via multiple daily injections which required assistance from the customer's husband. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin use.